Manufacturer narrative:
Details of complaint: the customer reported that the central nurses station (cns) had no power to their secondary monitor and confirmed with technical support (ts) that all the power cable connections were properly plugged in, but there were no led indicator lights on. The biomedical engineer (bme) called ts to continue troubleshooting. They confirmed that both screens were completely black. Ts suspected a video card issue and attempted to reboot the cns, but nothing appeared on the screens, not even the bios loading screen. They tried a different outlet, but the issue persisted. The bme is considering upgrading their cns to a newer model. No patient harm was reported. Investigation summary: the customer later reported that they discovered a bad power cable. As the cns is out of warranty, it was not returned for evaluation. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. A bad power cable is likely an indicator of cable damage. Cable damage can occur as a result of physical damage or wear and tear. Physical damage can occur to cables should they be bent and tugged on with excessive force resulting in internal wires breaking. Frequent pulling and bending of the cable can also cause wires to separate. The unit was installed on 04/27/2017. Wear and tear and cable damage are likely causes. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The customer reported that the central nurses station (cns) had no power to their secondary monitor and confirmed with technical support (ts) that all the power cable connections were properly plugged in, but there were no led indicator lights on. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurses station (cns) had no power to their secondary monitor and confirmed with technical support (ts) that all the power cable connections were properly plugged in, but there were no led indicator lights on. The biomedical engineer (bme) called ts to continue troubleshooting. They confirmed that both screens were completely black. Ts suspected a video card issue and attempted to reboot the cns, but nothing appeared on the screens, not even the bios loading screen. They tried a different outlet, but the issue persisted. The bme is considering upgrading their cns to a newer model. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) had no power to their secondary monitor and confirmed with technical support (ts) that all the power cable connections were properly plugged in, but there were no led indicator lights on. No patient harm was reported.